Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user that during removal of the listed device from use, a portion of the cannula broke away and remained under the user's skin. The user's doctor recommended use of an antibiotic and did not recommend any further action for the removal of the cannula. No permanent adverse effects to pt reported.